Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(4). The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5x40mm saber pta catheter ruptured at 10 atmospheres (atm). Another balloon was used to complete the procedure. There was no reported patient injury and the device will not be returned for analysis. The patient's information was unknown. The target lesion was the superficial femoral artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 98%. A contralateral approach was made with a sheathless guiding catheter to the common femoral artery. For the procedure, a 5x40mm saber pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. After a guidewire was crossed the lesion (it is unknown if the guidewire was delivered without difficulty), the saber pta catheter was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The device was inflated; however, it ruptured at 10 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another unknown balloon (same size). The procedure was finished successfully. There was no reported patient injury. The product was clinically used.

Manufacturer narrative:
Complaint conclusion: the balloon of a 5x40mm saber pta catheter ruptured at 10 atm (atmospheres). Another balloon was used to complete the procedure. The procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 98%. A contralateral approach was made with a sheathless guiding catheter to the common femoral artery. For the procedure, a 5x40mm saber pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. After a guidewire crossed the lesion (it is unknown if the guidewire was delivered without difficulty), the saber pta catheter was inserted into the patient. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The device was inflated; however, it ruptured at 10 atm. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The balloon was changed to another unknown balloon (same size). The device was not returned for analysis. A device history record (DHR) review of lot 17235244 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 98% may have contributed to the reported event. According to the instructions for use ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.